Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of four of automated peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and the transfer set. The cause of the disconnection was unknown to the patient. Baxter technical services (bts) assisted the patient in disconnecting and removal of the supplies. Bts advised the patient that they can start over using new supplies and reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.